Event description:
It was reported the pt (B)(6) was without stimulation. It was also reported the pt had difficulty recharging his ipg. Subsequently, the pt underwent surgical intervention, where his ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.